Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell off their bike. As a result, the pump touch screen was shattered and became unresponsive. Subsequently, an unspecified malfunction alarm occurred. Customer¿s blood glucose level was between 98-120 mg/dl. The customer reverted to a backup insulin pump for insulin therapy.